Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining multiple elevated troponin (accutni) results that were being questioned by a physician, as not matching the clinical presentation of several patients, generated by the unicel dxc 600i access immunoassay system over the course of three (3) days. The elevated results were reported out of the laboratory. This report documents one (1) of the five (5) patient results that were generated on (B)(6) 2011. A rerun of the sample was lower and a corrected report was submitted out of the laboratory. The patient's treatment documented in this report was not affected from the elevated false result. However, the customer reported that at least five (5) of the patients, involved in this event, were admitted for further treatment due to the originally high troponin results. This is being documented in the following mdrs: 2122870-2011-05808, 2122870-2011-05809, 2122870-2011-05811, 2122870-2011-05813, and 2122870-2011-05814.

Manufacturer narrative:
Patient clinical information, sample collection, or preparation information was not provided. An initial qc run performed prior to the event ((B)(6) 2011) passed within range. A rerun of qc was performed later that same day and failed. Per the customer complaint record, a system check was run on (B)(4) 2011 and failed the "washed" portion. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found that one aspirate tubing was blocked, likely by a clot. Per the customer, the tubing had been proactively replaced within the past 6 months during a preventive maintenance (pm). The fse replaced the peristaltic tubing and system verified as performing to specifications. Customer technical support (cts) discussed possible pre-analytical conditions later with the customer, in which a clot may form in a patient sample. In addition a malfunction of the aspiration can result in dose over-recovery for the accutni assay. The fse determined hardware to be the root cause for this event. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2122870-2011-05807 2122870-2011-05808 2122870-2011-05809 2122870-2011-05810 2122870-2011-05942 2122870-2011-05943 2122870-2011-05811 2122870-2011-05812 2122870-2011-05944 2122870-2011-05813 2122870-2011-05814